Manufacturer narrative:
(B)(4). Device evaluated by MFR.: device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that guide wire coating issue occurred. The target lesion was located in the hepatic artery. A 140x25cm fathom" -16 guide wire was selected for use. During procedure, it was noted that the wire was unable to move forward. The device was pulled back and it was found out that the surface of the wire was harsh and coating looked like it was almost taken off, not completely detached. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.